Manufacturer narrative:
The control solution 2 was not in range. The patient was sent a replacement meter and a new shipment of control solution. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient used the teladoc health blood glucose meter and performed control solution test. The control solution 1 was in range and control solution 2 was out of range. Patient didn't receive any medical attention or treatment as part of the malfunction of the device.